Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient's weight. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced tenderness at the ipg site. To address the issue, the ipg was repositioned, and effective therapy was restored post-op.